Event description:
It was reported to nova biomedical that a consumer rec'd a result of 126 mg/dl on their blood glucose meter. The consumer did not believe that result to be an accurate reading so he immediately performed another test using the same meter, but another vial of nova test strips getting a result of 61 mg/dl which he believed the lower result to be closer to how he was feeling. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.